Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A pump volume discrepancy was reported. The actual reservoir volume was 2-4 cc more than the expected reservoir volume. It was reported that withdrawal or overdose symptoms resulted because of this discrepancy. The reporter also noted that volume discrepancies with subsequent baclofen withdrawal or overdose symptoms have occurred "several times" previously during the refill procedures for this pt. The pt was hospitalized emergently on (B)(6) 2011 due to (B)(6) and "hyperthermia". A computerized tomography (CT) and myelography were performed; nothing abnormal was detected. The medication in the pump was lioresal. The pt underwent a surgical replacement of the pump. The pt's outcome at the time of the report was noted to be "now interventricular approach - pat ok"; stable recovery.